Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent detached from the balloon and was dislodged inside the patient. The physician tried to rewire and remove the detached stent but removal was unsuccessful. The dislodged stent was then crushed within the lesion by additional stenting. The procedure was completed with a different synergy drug-eluting stent. No patient complications were reported and the patient was doing well post-procedure.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 4.00 x 24mm stent delivery system was returned for analysis. The device was returned and no stent present. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was 0.0479. This is within max crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent detached from the balloon and was dislodged inside the patient. The physician tried to rewire and remove the detached stent but removal was unsuccessful. The dislodged stent was then crushed within the lesion by additional stenting. The procedure was completed with a different synergy drug-eluting stent. No patient complications were reported and the patient was doing well post-procedure.